Event description:
It was reported that insulation abrasion was noted via fluoroscopy. All electrical measurements were normal. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).